Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high carbon dioxide (co2) results generated by the synchron lx20 clinical system for one patient sample. The high result was reported out of the lab and questioned by the physician. The sample was re-tested on this and on a different instrument and lower results were obtained. An amended report was issued. Patient treatment was not affected.

Manufacturer narrative:
The ise system was calibrated on (B)(6) 2010 before the event. Qc samples are run every 8 hours. Co2 qc results were within the lab's established ranges before and after the event. A field service engineer (fse) was dispatched: the fse reviewed the result information on the one erroneous co2 result and verified that the ise system is operating within specifications. A clear root cause for this event has not been identified.